Event description:
Reference number (B)(4) event occurred in canada it was reported that the patient faced infusion set cannula kinked event within 3 or more hours after insertion event on (B)(6)-2024. Site of insertion was abdomen. Infusion set was in use for 6 hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information